Manufacturer narrative:
E.1. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe x100l png clear nvs stein pre activated prior to use. The following was recieved from the initial reporter: caller stated that there was an issue with the spring in the prefilled syringe. Caller stated that the protective grey cap is still on the pen. The spring is covering the top of the prefilled syringe. Caller was unable to use the pen. The needle never pierced the patient's skin. No medication was dispensed from the prefilled syringe.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported that the bd ultrasafe x100l png clear nvs stein pre activated prior to use. The following was provided by the initial reporter: caller stated that there was an issue with the spring in the prefilled syringe. Caller stated that the protective grey cap is still on the pen. The spring is covering the top of the prefilled syringe. Caller was unable to use the pen. The needle never pierced the patient's skin. No medication was dispensed from the prefilled syringe.